Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported a "rupture found during explant surgery". Later through operative report reported "asymmetry" and capsular contracture "baker 3". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h6, h11. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii, rupture found during explant surgery.

Event description:
Healthcare professional reported a "rupture found during explant surgery". Later through operative report reported "asymmetry" and capsular contracture "baker 3". This record is for the right side. The device was explanted.

Event description:
Healthcare professional reported a "rupture found during explant surgery". This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.